Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and granuloma.

Event description:
Explanting physician reported rupture of the right device and two siliconomes on right axilla diagnosed by ultrasound. The device has been explanted.

Event description:
Explanting physician reported rupture of the right device and two siliconomes on right axilla diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening device in the radius side assessed as unidentified (tear) opening (shell thickness was within specification) ¿ silicone migration: unable to confirm as it is a medical event not related to the device. ¿ granuloma: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ creases fold observed on the device additional, changed, and/or corrected data: d9, g1, h3, h6.